Manufacturer narrative:
Device met specifications and surgeon does not think root cause is related to the materialise implant. Device not available for return.

Event description:
Mandible implant came loose due to loosening of depuy synthes screws. Mandible implant was removed.